Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. These products are used for treatment. Lot identification is necessary for review of device history records, lot identification was not provided for this product. The device history records for were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. The pegs were returned and a visual examination was conducted. There are remnants of material in the threads confirming attempted use. There is some pitting, wear, and discoloration to the threads closest to the shank of the peg. There is some discoloration on the smooth part of the pegs likely from the attempted implantation. There is no noticeable damage to the peg heads that would have contributed to the pegs not threading into the plate. Since the plate was not returned and some damage is noted on the lower threads, functional testing of the pegs can be performed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices ¿ peg smooth 2.0mmx14mm catalog #: p48000 lot #: ni. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-03675).

Event description:
It is reported that during a distal volar radius trauma fixation plating procedure, the surgeon was unable to get the pegs to lock into the plate, delaying the surgery ten (10) minutes. He used multi-directional screws to complete the procedure. No adverse events were reported as a result of this malfunction.